Event description:
It was reported that several vf episodes were recorded in device memory resulting from noise oversensing. During the re-intervention that occured on (B)(6) 2018, the physician found the lead broken. The subject defibrillator was kept actively implanted with a new lead.

Event description:
It was reported that several vf episodes were recorded in device memory resulting from noise oversensing. During the re-intervention that occured on (B)(6) 2018, the physicain found the lead broken. The subject defibrillator was kept actively implanted with a new lead.